Event description:
Event description guidant received information that this implantable lead displayed pacing imedance values that were out-of-range. The sensing and threshold measurements are normal and consistent.